Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported an x-ray from (B)(6) 2025 showed one of the leads had migrated from the epidural space. Caller stated the patient denied having any revisions, but was notified at some point that the lead had migrated. Caller inquired about MRI scanning eligibility. Agent reviewed MRI scanning guidelines including not recommending scan with lead that's not in the epidural space.

Event description:
Additional information was received from the patient (pt). Pt reported that one of their leads came loose probably a couple months after the surgery. Pt stated that they are having an MRI done on friday but the pt was told that by the MRI facility that they can't do the MRI if one of the leads had come loose. It could cause them to burn. Agent reviewed MRI guidelines with the pt. Pt was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reiterated that the x-rays show one of the leads had migrated out of the epidural space. Patient services recommended that the pt not be scanned until they are seen by a physician, have the system examined, and have their MRI information updated in their device so that MRI mode displays properly.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller stated that during the post op, the patient did not follow all appropriate directions of limited bending, turning, and twisting and the left or right lead migrated caudally. Caller stated now the right lead is outside of the epidural space but still sitting on the posterior column. Caller confirmed the other lead is intact and outside the epidural space in a coil. Caller mentioned the patient is able to program to MRI mode without any difficulties and is still getting some therapy benefit from one of the leads. Reviewed replacing/repositioning the leads. Reviewed MRI considerations related to lead placement.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# / serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a magnetic resonance imaging (MRI) technician. Caller reported the right lead had migrated outside the epidural space and currently in the soft tissue area. Caller reported that patient mentioned it happened after implant. Caller reported patient currently did not have a managing physician. Reviewed the function of MRI mode. Redirect caller to patient's healthcare provider (hcp).